Event description:
The irc5po2v concentrator shut down with a red light flashing, and no audible alarm. The end user's daughter said her mother was having trouble breathing so she called 911. The end user was taken to the hospital and admitted for nine days. She was released on (B)(6)2019.

Manufacturer narrative:
The end user¿s daughter called and reported that the date of the event was(B)(6)2019 , not 4/28/2018, as previously reported. The daughter stated the patient only used the concentrator on 3lpm at night. The daughter stated at the beginning of(B)(6)2020 , her mother wasn¿t doing well, she was hospitalized, diagnosed with a uti, her condition declined, and she passed away on (B)(6)2020. The daughter feels the incident in april of 2019 contributed to the patients decline and subsequent death in (B)(6)2020. The cause of death is listed as: copd, cardio respiratory failure, and chronic respiratory failure. The dealer stated they did not receive any calls with issues from date of delivery (B)(6)2017 , until the incident of(B)(6)2019 . Invacare requested the unit be returned for inspection, however, the daughter stated she didn¿t want to return it, and she may have a 3rd party evaluation done on it. She said she will let invacare know if she wants to return the unit. If more information becomes available this record will be revisited.

Manufacturer narrative:
This device has not been evaluated by invacare. The end users daughter stated that she signed a paper with rotech's council that no one would touch the unit. The end user daughter said that the unit is a rental via rotech and it has never been serviced since her mother started using it in (B)(6) 2017. She states that rotech did have one of there service techs come to the home, after the malfunction while the mother was in the hospital and the caller would not allow the tech to remove the unit from the home. Caller states the tech states the oxygen was at 74 percent oxygen, the filters were dirty and the red light was on. The daughter said that her mother has copd and is the reason she needs the unit. Should additional information become available, a supplemental record will be filed.

Event description:
The irc5po2v concentrator shut down with a red light flashing, and no audible alarm. The end user's daughter said her mother was having trouble breathing so she called 911. The end user was taken to the hospital and admitted for nine days. She was released on (B)(6) 2019.